Manufacturer narrative:
During the visual and functional inspection prior to the repair it was already noticeable that the chuck system was running out of tolerance. Already when the dental bur was inserted there was no guidance. During the test run it was wobbling around. After disassembling of the instrument, it got visible that the ball bearing at the front was worn out and hence falling apart. This caused that the chuck system had no guidance anymore which caused the wobbling, higher friction and hence heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage, irregular running noise, excessive vibration, overheating, tool is not seated firmly in the handpiece. Following expiry of the warranty, have the tool holding system checked once a year. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use.

Event description:
Dental office informed that during a standard dental treatment the handpiece heated up at the front end and caused therefore a burn on patient's lip. Dentist applied some volon a ointment, which is a special dental ointment which sticks on mucosa to treat and avoid inflammation. He also prescribed novalginsulfon drops for pain reduction. No medical care necessary. Further information has not been supplied.